Event description:
This event is reportable based on the product analysis approved on 03/26/2009. It was reported that during a drug eluting stenting procedure, the device was unable to cross the lesion. The 90% stenotic de novo lesion with severe calcification was located in the severely tortuous left anterior descending artery, access was obtained through the femoral artery. The physician encountered significant resistance during advancement of the 2.25x24mm taxus liberte drug eluting stent delivery system and was unable to cross the lesion. The physician also attempted crossing the lesion with a 2.25x20mm and 2.25x28mm taxus liberte drug eluting stent delivery system, but was unable to cross with any of the devices. There were no patient complications. The procedure was completed as a plain old balloon angioplasty with a different device. Patient's status is reported as "good". However, the returned product analysis revealed that the stent was damaged and had moved on the balloon.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination found that the stent had moved on the balloon so that its distal edge was 20mm distal to the distal markerband. The stent was damaged throughout. No kinks or damage were noticed along the shaft of the device. The balloon, stent and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.